Event description:
The physician reported he was performing an intracranial stenting with predilatation of r m1 with balloon. The patient was reported to have transient ischemic attacks (tia's) greater than 80% r m1 stenosis. M1 diameter distal to stensosis was 3.7mm, proximal was 3.9mm. Stenosis was 0.7 mm in diameter. Length was 6mm. Used balloon catheter in question, 3.0mm x 15mm. Inflated to 6 to 8 atm. Post angioplasty, the angiogram showed vessel rupture. The physician reported, "we did balloon tamponade for 20 minutes". The decision was made to withdraw care, and patient expired. The physician reported, he believed the condition of the patients' vessels contributed to the event and was not product related.

Manufacturer narrative:
PMA/510 (k): this field does not apply as this device is for export only. The device will not be returned to boston scientific as it was discarded by the hospital. There was no allegation that the device in question caused or contributed to the patient's death in any way. The cause of the event remains unknown.